Manufacturer narrative:
The information in this event was included in the quarterly journal review conducted at the end of the q4 2018. If additional information is received, it will be provided in a follow up report. Not available.

Event description:
This pi is for the 230 revisions of patients with exeter stems due to infection.a review of the article "more reoperations for periprosthetic fracture after cemented ha with polished taper-slip stems: a study from the norwegian hip fracture register 2005 to 2016" reveals that 461 patients with exeter stems were revised. 230 of those revisions occurred due to infection.